Event description:
As reported, before use in patient, during testing, with this fogarty embolectomy catheter, the balloon could not be deflated. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is returned for analysis; however, it has not been evaluated yet. Upon the evaluation of the product, a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated: h3 (device evaluated by manufacturer), h6 (component code), investigation findings, investigation conclusions). Added: h6 (type of investigation). The device was sent to our product evaluation laboratory for a full evaluation. As received, customer report of deflation issue was confirmed. The balloon was inflated with 0.9 milliliters reverse osmosis water and the balloon inflated concentric and did not leak. However, balloon could not deflate completely after 60 seconds (aided with water). The maximum deflation time is 15 seconds (aided with water). Balloon deflation time with water was out of specification. Cut down was performed on the catheter body to locate occlusion. Balloon inflation lumen was found to be collapsed near the proximal bushing. Balloon latex, bushings and windings were intact. Through lumen was patent without any leakage or occlusion. No visible damage was observed from catheter body. Further investigation was performed by the engineers in the manufacturing site. It could be determined that the root cause of the issue is related to the manufacturing process. Corrective actions have been implemented in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint.